Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the pump was emitting multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: call service 78 alarms were observed in the black box and alarm history. During the rewind step, the pump gave a call service 78 alarm. The pump was opened and moisture damage was found on the printed circuit board. The threads on the battery cap were stripped.